Manufacturer narrative:
Device evaluation: during sample evaluation, no lens was observed into the lens box or case received. The reported issue could not be verified. No lens was returned. No product deficiency was identified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no additional complaints for this order number have been received. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information: if implanted; if explanted; give date: not applicable as the iol was not implanted. Attempts were made to contact the customer account requesting additional information however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that debris was observed on a model zcb00 22.0 diopter intraocular lens (iol). There is no patient contact reported, and therefore no injury or intervention required. No additional information was provided to johnson & johnson surgical vision.